Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code b15: the image(s) received cannot be used to perform an imaging evaluation due to the insufficient data and/or poor quality of the image(s) provided. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: endoleak, aortic rupture, stent graft: migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date in 2018, this patient underwent an endovascular treatment (1-debranching zone 2 tevar) for thoracic (arch) aortic aneurysm and chronic dissection using conformable gore® tag® thoracic endoprosthesis (ctag). In (B)(6) 2025, a follow-up CT scan was performed and aneurysm shrinkage was confirmed. However, a bird-beak configuration was also noted. On (B)(6) 2025, the patient was transported to the hospital by ambulance due to aneurysm rupture. A contrast-enhanced CT scan showed a type ia endoleak and distal migration of the ctag. On the same day, an emergency reintervention was performed. Gore® tag® conformable thoracic stent graft with active control system (ctag ac) was deployed in zone 2, but it moved distally during deployment. Therefore, another ctag ac was additionally implanted in zone 2. The endoleak seemed disappear and the procedure was concluded. The patient tolerated the procedure.